Event description:
Caller reported a malfunction on pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided and did not require assistance from a third party. Customer had not addressed high bg at time of trouble shooting. Technical support provided instructions to reset pump, which resolved the malfunction as it did not recur. Customer was advised to continue using pump and to call back if malfunction code reappeared.